Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The caller did not know the blood glucose reading. The customer states that the issue occured at work, but the issue got resolved on its own without a set change. The customer was unable to troubleshoot. Advised to call back if the alarm occurs again to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.